Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) read "low" (<3.9 mmol/l, <70 mg/dl) while wearing the pod on the abdomen for between 5 and 24 hours. The patient was confused and not behaving normally. The patient's wife gave the patient a one-time nose spray basqimi (3mg) and called emergency services. Jam was poured into the patient's mouth and the patient was given dextro tablets. The ambulance stayed and monitored the patient's bg levels until the bg levels were around 5.7 mmol/l (102.6 mg/dl). Emergency services also prescribed the patient with a new basqimi (3mg) spray in the event the patient needs it again. The ambulance left after approximately one and a half hours.